Manufacturer narrative:
The customer declined to have the device repaired by physio-control. The device was returned to the customer without any repairs being performed. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is not delivering the correct level of defibrillation energy. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio also observed that the device was delivering monophasic energy instead of biphasic energy. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not delivering the correct level of defibrillation energy. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. There was no report of patient use associated with the reported event.